Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.please retract this MDR as this event was already reported under MDR number 2938836-2014-07094.

Event description:
It was reported that the patient presented for routine follow up. Review of stored egms showed an episode of oversensing resulting in inappropriate high voltage therapy. Oversensing was reproducible. Patient to be monitored. No adverse consequences noted.